Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be fully extended and clogged with blood. X-ray inspection found overtorqued of the inner coil consistent with procedural damage. Unable to test stylet insertion due to overtorqued inner coil at the connector region. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The measured full helix extension length was within specification. A tip stiffness test was performed, and the results were within specification. The reported events of stylet failure to advance and helix failure to retract were confirmed. The cause of stylet failure to advance and helix failure to retract was isolated to the helix being clogged with blood and overtorqued of the inner coil. Pericardial effusion is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
While recovering following an initial lead implant procedure, the patient experienced episodes of pre-syncope. CT scans were performed and revealed a pericardial effusion believed to have been caused by the helix of recently implanted right ventricular (rv) lead. A lead revision procedure was performed, however, during the procedure, the physician experienced difficulty retracting the helix and inserting the stylet into the rv lead. The rv lead was successfully explanted and replaced to resolve the event. The patient was in stable condition and no further treatment was required to address the effusion.